Manufacturer narrative:
After replacing the therapy pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The replaced part was not available for further evaluation. The cause of the reported issue was isolated to the therapy pcb assembly, however further root cause could not be determined.

Event description:
The customer contacted physio-control to report that their device has logged event codes and an incorrect level of energy was delivered. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.

Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device has logged event codes and an incorrect level of energy was delivered. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.